Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated, should further information be provided.

Event description:
It was reported that an alert was received via latitude transmission (remote monitoring) that this right ventricular (rv) pacing lead exhibited high, out of range impedances of 2052 ohms, with fluctuating impedances seen on trend with the highest of 2272 ohms, and the lowest of 1239 ohms. An old alert was exhibited as the patient likely reconnected their home monitor (latitude). The most recent non-sustained ventricular tachycardia shows true ventricular arrythmia in ventricular fibrillation zone of 3 seconds per 256 beats per minute. There was no noise or artefacts seen on the presenting or stored electrocardiograms. In clinic ventricular lead assessment with provocative maneuvers recommended. This lead remains implanted and in service. No adverse patient effects were reported.